Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. The device was not returned to edwards for evaluation as it was reported to be unavailable. The device history record (DHR) was not reviewed as the serial number is unknown. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, a leaflet tear was observed. Based on the information received the cause of the event cannot conclusively be determined; however, patient factors and progression of underlying valvular disease pathology likely led to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 23mm aortic valve was explanted after an implant duration of approximately 10 years due to leaflet tear. As reported, ppm was initially suspected. On explant it was found that the non-coronary leaflet was torn. The patient was noted as to be recovering at the time of the reported event. The explanted device was not returned for evaluation. No other information was provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.